Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all of the keypad buttons were intermittently unresponsive, required hard presses to elicit a response and the button symbols were worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/13/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts and none of the keys had normal tactile feel. Unrelated to the complaint, evaluation revealed a discolored/dim display screen, which has no effect on insulin delivery function.